Manufacturer narrative:
Terumo has not received the actual device; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
A (B)(6) male pt was admitted to the emergency department with symptoms of myocardial infarction and renal failure. During a cardiac catheterization, the pt went into cardiac arrest and cardiopulmonary resuscitation was performed for approx 45 mins. An intra-aortic balloon pump was placed and the pt was immediately moved to the operating room for coronary artery bypass graft surgery. When the pt's chest was opened, pus was observed in the pericardial area. A 30,000 units of heparin were administered prior to cannulation in preparation for cardiopulmonary bypass (cpb). Activated clotting time (act) was observed to be 276 second. Add'l 10,000 units of heparin were administered with no influence and the act level was observed at 259 seconds. Two doses of thrombate and more heparin were administered just prior to cpb, and act was at 336 seconds. There were 10,000 units of heparin in the prime, and two units of fresh frozen plasma were administered in the first ten mins of cpb. After aortic cross-clamping and the first dose of cardioplegia, the first pump sample was drawn. The act was 364 seconds, and the ph was less than 7.25. Partial pressure of oxygen (po2) was greater than 130 mmhg, and partial pressure of carbon dioxide (pco2) was between 45-55 mmhg. Venous oxygen saturation (svo2) remained between 76-89 percent during cpb. After 222 mins cpb was terminated, and the remaining blood in the cpb circuit was continuously recirculated. Due to hemodynamic issues, the pt needed to be returned to cpb. Blood samples were drawn approx 30 mins into the second round of cpb. Act was 375 seconds, ph was 7.11, pco2 was 53 mmhg, po2 was 45 mmhg, and svo2 was 57 percent. The cardiac team elected to change out the oxygenator approx 45 - 50 mins into the 2nd cpb period. The change out required the pt to be off bypass for 90 seconds, and approximately 250 ml of blood was lost. After the oxygenator was changed out, the po2 level was greater than 500 mmhg, and the pco2 was greater then 45 mmhg. The 2nd cpb period lasted approx 95 mins. The pt was then weaned from bypass and transferred to the intensive care unit, but he continued to struggle clinically and expired a few hrs later.